Event description:
The event is reported as: "complaint alleges that the cuff would not inflate." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint.